Event description:
The customer reported that the battery would not hold a charge. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.